Event description:
It was reported the leds (light emitting diode) remained on while pacing and after power off. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, however the main printed circuit board (pcb) was replaced as a preventative. The main pcb that was replaced and the battery and heart lead flex assemblies were further analyzed. This analysis could not find any defect with these assemblies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.